Manufacturer narrative:
(B)(4). The patient recovered from the peritonitis event (previously unknown). Dianeal therapies were ongoing. The device was returned and a sample evaluation was performed. A visual inspection noted that there was a cut in the tubing. Leak testing also noted that there was a cut in the tubing. The reported problem of the transfer set leak was confirmed and the cause was the cut in the tubing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the event was reported to be a leak in the transfer set. The patient was hospitalized for the event. The patient was treated with vancomycin (2 grams, 1 dose, intraperitoneally (ip)) antibiotics. It was not reported if the patient had recovered from the event. At the time of this report, it was reported that the patient had recovered. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device evaluation was completed. The leak was verified during testing and it was determined that the leak originated from a hole found in the tubing. The cause of the hole in the transfer set component could not be determined with the available information. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was received but the evaluation has yet to be completed. Should additional relevant information become available, a supplemental report will be submitted.